Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy0980 showed eight other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported the PICC line was cannulated without incident and no deterioration of the catheter was observed. Puncture and insertion without incident. After that, chemotherapy is administered and a "drop by drop" leak is observed at the proximal end of the PICC (area where the syringe is connected). The patient has required the withdrawal of this product and cannulation of a new one. Catheter contaminated with medication. It was reported this occurred with five devices. This report addresses the fourth device.